Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
It was reported that the device would not power on and was displaying all the svc indicators. There were no reports of pt use associated with this event.